Event description:
The customer received questionable creatinine plus results for an unknown number of patient samples. The samples were repeated on the same analyzer and another analytical p module analyzer. Of the data provided for ten patient samples, only the results for two patient samples were discrepant. Patient sample 1 initial result was 4.5 mg/dl. The repeat result on (B)(6) 2015 was 0.7 mg/dl twice and a correct report was sent. On (B)(6) 2015, patient sample 2 initial result was 1.9 mg/dl. The repeat results on (B)(6) 2015 were 0.9 mg/dl and 1.0 mg/dl. The initial results were reported outside the laboratory. The repeat results were believed to be correct. Information concerning if any patients were adversely affected was requested, but it was unknown. The reagent lot number was 60579301 with an expiration date of 07/31/2015. The field service representative found the reagent probe was not aligned with the reaction cells and the reagent was not being dispensed into the cells correctly. He checked and aligned the reagent probes, the rinse mechanism and the detergent/water being dispensed for cleaning the reaction cells. He checked the gear pump pressure and vacuum for the module, the mixing paddles and he cleaned the cells. He ran precision using a pooled serum and the results passed within guidelines. The tech ran the daily calibrations and qc with all results passing within in the ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.